Manufacturer narrative:
As reported by the sales rep, the balloon of 6f/7f mynxgrip vascular closure device (vcd) had a hole in it and was discovered during prep. The device never entered the patient. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot f1926301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Handling factors, such as excessive force, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the information available for review suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
Information received by medtronic indicated that their insulin pump had multiple insulin pump errors alarms. Customer was able to clear alarm and able to complete rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.